Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts, the cleaning, disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: >100cfu/endoscope. Bacterial identification: escherichia coli. Sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. Olympus performed culture testing twice after reprocessing in accordance with the IFU before repair. The second culture test result conformed to the regulation's recommendation. The following is included in the device IFU: IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) hospitalier mutualiste service comptabilite fournisseurs - added due to character limitation in respective field. The device evaluation is ongoing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >100 ufc colony forming units (cfus) of pseudomonas aeruginosa, citrobacter freundii, klebsiella pneumoniae, and raoultella ornithinolytica. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.